Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling with the customer's battery and test battery without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
The device was evaluated by a zoll representative on-site. The customer's report was not confirmed or replicated. The device was put through extensive testing including testing using multiple batteries without duplicating the report. The device was returned to service. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.